Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: impella cp sn (B)(6) returned for evaluation. Difficulty advancing pump: the return pump was visually inspected and no physical abnormalities or related defect found. As per clinical patient had aortic stenosis causing difficulty advancing pump. The cause of the difficulty advancing pump issue was patient condition related due to stenosis. Low pump flow: returned cp complaint pump sn (B)(6) visually inspected. No cannula kink, no biomaterial or broken blade observed. Reproducing low flow test performed and pump run for more than 10 minutes at p9. No low pump flow observed and flows were within specified range. Data logs were reviewed and suction alarms occurred. But no motor current spike, positioning issue or placement signal issues seen. The cause of low flow issue cannot be determined since the issue did not reproduce with return device, no conclusive log evidence and insufficient clinical information. Device history lot: device lot: 1943231 device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during the insertion of the impella, a lot of force was applied at the distal end of the long sheath due to aorta stenosis. After the impella was delivered and support was initiated, flows would not go past 1 l/min. The decision was made to explant the impella cp and replace it with a new device. The patient did not experience any complications with the new device and was successfully weaned and explanted after heart function recovered.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.